Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2011. (B)(4) submitted for the adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient had a removal surgery on (B)(6) 2018. It was reported the patient experienced pain, recurrence, adhesions and bowel obstruction. Other procedure is captured under separate file. No additional information was provided.